Event description:
A surgeon submitted patient data for the centurion program. During an in-house review, it was noted that this patient experienced a decreased of 3 lines of bcva in the right at the 3-month post-operative visit.